Event description:
On 5/16/80 breast augmentation was done with double lumen silicone breast implants. Complications of bilateral breast deformity secondary to steroid atrophy occurred. On 9/15/81, a repair of bilateral breast deformity and exchange of implants with another set of doulbe lumen silicone breast implant was done. Since the first surgery in 1980 the pt has complained of fatigue, and the pt was on sick leave 17 times (with 11 hospitalizations) during the following 14 yrs. The pt is currently disabled due to fatigue since 9/94. An explant surgery was done on 9/17/93 in hopes to relieve the pt's fatigue. Upon eval of the explanted implants two things were found: 1. The valves of the outer lumen were designed by the MFR in such a way that they did not seal securely. Only 10-20% of the original saline solution was left in the outer lumen. 2. The implants were contaminated with a high level of bacteria and fungus which had colonized over a period of many yrs.